Manufacturer narrative:
An unexpected restarts alarm and reset anomaly after battery change due to broken solder joint of capacitors. The device had cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the last time customer changed the battery of the insulin pump it would start counting down and he had to rest the time and date. Customer reported the battery compartment threads were cracked. Customer's blood glucose was 8.7 mg/dl. No further information reported.